Manufacturer narrative:
B3: date of event: estimated, as this date was not provided. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of this ekosonic endovascular device revealed that the drug luer displayed cracking. The device was tested for leaks, and it was noticed that the device leaked from the drug luer where the cracks were present. The reported event of a leak was confirmed.

Event description:
It was reported this device was leaking and the patient developed pneumothorax. This 106x30cm ekosonic endovascular device was selected for use in a pulmonary embolism procedure. The catheter was placed, and the patient was taken to the intensive care unit for treatment overnight. Leaking from the drug port was later observed. Per physicians orders, the coolant and drug were infused together through the coolant port. Additionally, it was noted that the patient developed pneumothorax. Additional information has been requested but is not available.

Manufacturer narrative:
B3: date of event: estimated, as this date was not provided.

Event description:
It was reported this device was leaking and the patient developed pneumothorax. This 106x30cm ekosonic endovascular device was selected for use in a pulmonary embolism procedure. The catheter was placed, and the patient was taken to the intensive care unit for treatment overnight. Leaking from the drug port was later observed. Per physicians orders, the coolant and drug were infused together through the coolant port. Additionally, it was noted that the patient developed pneumothorax. Additional information has been requested but is not available at this time. If additional information is received, this report will be updated.